Event description:
Litigation papers allege that on (B)(6) 2007, patient was implanted with a depuy asr hip. In the years following her surgery, patient has experienced discomfort and pain in her hip, groin, and leg. It has become increasingly painful for her to walk, move her leg, and rise from a seated position. By (B)(6) 2011, patient will allegedly undergo a revision surgery to replace her implant with a new system. Update: (B)(6) 2012 - medical records were received. The revision operative report indicates that the patient was revised to address acetabular loosening. Intraoperatively found clear orange synovial fluid and brown stained soft tissues.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.